Event description:
A report was received that the patient underwent an explant procedure due to sciatica and inadequate pain relief. During the procedure, the physician explanted the ipg and preferred to have the leads remain implanted. The physician believes the ipg location may have caused sciatica and discomfort at the pocket site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Field should be (B)(4) 2012.

Event description:
A report was received that the patient underwent an explant procedure due to sciatica and inadequate pain relief. During the procedure, the physician explanted the ipg and preferred to have the leads remain implanted. The physician believes the ipg location may have caused sciatica and discomfort at the pocket site. The patient was reportedly doing well following the procedure.